Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Also, investigation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim and discolored. The keypad cover was found to be torn between the down arrow and ok keypad buttons. The keypad cover was removed and contamination was found under all button contacts. (B)(6).